Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a high pacing lead impedance on the right ventricular lead. High voltage therapy was programmed off and the patient was stable.